Event description:
Pump was reported to be involved in an incident of free-flow. In february 2001, a pt's family member disconnected the IV set from the pump during an infusion of heparin, which was being administered for angina and cathereterism, so the pt could take a shower. A total of 250ml of heparin was administered in 15 minutes. The pt suffered an alteration of pt, hypotension and remained in observation until 6pm. The pt's stay in the hosp was not prolonged due to this incident.